Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken display screen. Analysis also noted that the stylus was broken and no longer functioned. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken screen. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.